Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The black box did not reveal any loss of cartridge detection during patient use. During investigation, the pump dispensed insulin during the load cartridge phase. The force sensor plate was observed to be dimpled and the force sensor was found to be out of calibration.

Event description:
During investigation, the pump dispensed insulin during the load cartridge phase. The force sensor plate was observed to be dimpled and the force sensor was found to be out of calibration.